Event description:
It was reported to the aci sales professional on (B)(6) 2011 that a (B)(6) male patient (B)(6) underwent a coronary diagnostic catheterization procedure on (B)(6) 2011. There was no information provided regarding a pre-procedural femoral angiogram to assess suitability for closure. Access was obtained via a 6f cordis sheath. The stick location was at the bifurcation however the physician did not use 50/50 contrast and saline solution when prepping the balloon. There were no reported complications during the procedure or the mynx deployment. Hemostasis was reportedly achieved with the mynx device. It was reported that post procedure (exact timeframe unknown), the patient developed a pseudoaneurysm which was reportedly confirmed via ultrasound. Reportedly, the patient was taken to the vascular surgery suite where a thrombin injection was given. Post thrombin injection, the patient was reported to be doing well and was discharged from hospital. (Exact date is unknown). No further information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.